Event description:
The manufacturer received information alleging a bipap s/t c series was not working properly. The patient reportedly had a seizure. It is unknown if medical intervention was required. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.